Event description:
It was reported that the charger cable for the ilet device was loose and the device was not charging, and replacement supplies were shipped after troubleshooting and education were completed. Symptoms included no alerts or alarms. Outcomes included no reported clinical impact or need for medical care. Investigation included troubleshooting guidance provided remotely. Investigation of this case revealed a suspected connection issue with the charger cable consistent with a component wear or fit problem. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface or mechanical connection degradation of the charging accessory.